Event description:
It was reported that during a follow up in clinic, loss of capture and phrenic nerve stimulation (pns) were noted on the left ventricular (lv) lead. The physician suspected micro-migration of the lv lead. The device was reprogrammed to resolve the event. The patient was in stable condition.